Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 investigation summary: visual analysis of the returned sample determined that one opened sample of product code pdp513g was received for evaluation. As per the visual inspection of product received, the suture suffered thermal deformation, including shrinkage, and melting into the winding former; however, in the visual inspection of winding former no damaged or defect on the plastic tray could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure date? No further information is available. What is the lot number? Rbmdcq. What was used to complete the procedure? No further information is available. In relation to needle, what is the approximate location of suture breakage? =>no further information is available. Did the suture separate completely? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-06944 and 2210968-2021-06945. , trade name: irgacare®, active ingredient(s) : triclosan, dosage form :suture/solid/parenteral, strength :2360 g/m.

Event description:
It was reported that a patient underwent an otolaryngology head and neck surgery procedure on an unknown date and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.